Event description:
The 18mm amplatzer muscular vsd occluder (muscvsd) was successfully implanted. The following day, the patient suffered hemolysis through the device which required a blood transfusion. The patient is being monitored and her condition is improving.

Manufacturer narrative:
St. Jude medical could not evaluate the muscvsd involved in this incident since the device remains implanted. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.